Event description:
No osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, mobility, asymptomatic. Patient has diabetes mellitus and xerostomia. The patient may have occludes on the healing cap.